Manufacturer narrative:
Acclarent f/u on this report to gather additional info. The surgeon stated that she does not believe a csf leak truly occurred. Her treatment actions were all precautionary and other than nasal dressing and use intraoperative antibiotics, there was no extraordinary intervention. Vp of medical affairs concluded that there was lack of true evidence of csf leak and it is uncertain that a breach of the sinus/intracranial wall occurred. There is not enough evidence to say that the acclarent spin device or the use of several rigid steel instruments (curette, seeker and shaver) caused any adverse event. The subject device of this report was not returned for eval, and its whereabouts are unk. Acclarent will continue to monitor this phenomenon for trending purposes. This report is being submitted in an abundance of caution.

Event description:
Acclarent was notified on (B)(6) 2013 of an event during a sinus surgical case when acclarent balloon acclarent balloon dilation tech were used. The surgeon used computer guided navigational surgery and microshaver performed an ethmoidectomy on a female pt who had frontal, maxillary and ethmoid sinusitis with polyposis. Using curettes, frontal seeker and navigation and frontal sinus was identified. The acclarent spin device was used to access the frontal sinus. After the dilation of the frontal/supra-orbital outflow, the surgeon noted a very small amount of clear fluid coming from the outflow. There was no clear indication of the source of the fluid, the surgeon treated this as if it was csf. She placed a surgicel and merocel dressing over the region and administered intraoperative intravenous antibiotics. Following the surgery the pt was stable and was discharged to home. The pt did well with no symptoms of csf leak.